Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the spine software was unresponsive upon attempting to select a surgeon profile. There was no user input of mouse clicks or movement forward in tasks. Multiple profiles were tried. The site noted that the same system could run the cranial software with no reports of unresponsive behavior. Multiple reboots of the system were performed and multiple surgeon profiles were attempted to be selected. The site also deleted some patient exams and confirmed 40% of the hard drive used. There was no patient present when this issue was identified.